Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient stated they had recurring intermittent signal loss in the evening on (B)(6) 2020. She was disoriented and sweaty but remembered being assisted by her spouse in checking her blood glucose measurement. She was unable to recall what her blood glucose (bg) levels were, but stated they were very low; the continuous glucose monitor (cgm) continued to display signal loss. Her spouse had to call the paramedics at approximately 5:00 am on (B)(6) 2020. Emergency medical services (ems) treated her with glucose gel and fluid, and she felt better after that. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.